Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified lesion in the circumflex coronary artery. An ht bmw universal ii guide wire was advanced without resistance. An unspecified balloon dilatation catheter (bdc) was then advanced without reported issue to perform pre-dilatation. After pre-dilatation was performed, the bdc was attempted to be pulled back; however, resistance was noted between the bdc and guide wire during removal and force was applied. The guide wire felt rough and [the tip coils] had partially stripped [stretched and separated] at the distal end within the bdc. Both the bdc and guide wire were removed as a single unit. It was confirmed that no pieces of the guide wire were lost or left in the patient anatomy. A new ht bmw universal ii guide wire was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned guide wire. The reported stretched coils were confirmed. The reported break was unable to be confirmed and the guide wire did not have any noted breaks. The reported difficulty to remove or physical resistance/irregular texture were unable to be confirmed due to the returned condition on the device. It should be noted that the hi-torque guide wires instructions for use (IFU), states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the reported IFU violation pulled against resistance does not appear to have caused or contributed to the reported difficulties. The noted offset and stretched coils appear to be related to circumstances of the procedure and likely occurred during attempts to retract the guide wire from the balloon catheter and causing the appearance of a wire break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported difficult to remove and physical property issue/irregular texture with a balloon catheter appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.